Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's lead was explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was receiving stimulation in unintended areas and not receiving stimulation in her established pain pattern. Images taken show the lead has migrated. Diagnostic testing revealed many invalid contacts. Surgical intervention may be taken to address the issue. In the meantime, the patient's system was reprogrammed in efforts to provide adequate stimulation.